Event description:
The reporter stated that the surgeon was advancing the lens and the foam tip plunger grabbed the trailing haptic causing it to tear. The incision was enlarged to remove the lens. The patient's preoperative manifest refraction - 0.75 + 1.00 x 015 and best corrected visual acuity 20/25. Postoperative manifest plano + .25 x .073 20/15 -2 and best corrected visual acuity 20/20 -2.